Event description:
Following cardiac surgery, the room clean-up staff noted fluid in the hush slush machine after the drape was removed. It was noted that the drape had been resting on the warmer which resulted in a melting hole causing a break in sterility.